Event description:
It was reported in a lancet article regarding the basket trial that the pt received a rx vision stent and during a six day median hospital stay, the pt required early vessel revascularization.